Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of trochanteric fixation nail advance (tfna) lag screw to allow for a total hip to be performed. There was no complaint with the lag screw. The entire tfna construct was removed. When the surgeon was attempting to loosen the set of the tfna lag screw, the screwdriver broke. Fragments were not generated from a broken device. There were five (5) minutes of surgical delay. Procedure was successfully completed. Patient outcome was unknown. Concomitant device reported: unknown lag screw (part #: unknown, lot #: unknown, quantity #: unknown).

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of trochanteric fixation nail advance (tfna) lag screw to allow for a total hip to be performed. There was no complaint with the lag screw. The entire tfna construct was removed. When the surgeon was attempting to loosen the set of the tfna lag screw, the screwdriver broke. Fragments were not generated from a broken device. There were five (5) minutes of surgical delay. Procedure was successfully completed. Patient outcome was unknown. Concomitant device reported: unknown lag screw (part #: unknown, lot #: unknown, quantity #: unknown). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the 5 mm hex flexible screwdriver (part # 03.037.028, lot # 9298611, mfg # (B)(6)2015) was received with the flexible screwdriver broken at the proximal portion of the device where the flexible part begins. The shaft is completely separated into two pieces. This is consistent with the reported complaint condition, thus confirming the complaint. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, part: 03.037.028, lot: 9298611, manufacturing site: hägendorf, release to warehouse date: (B)(6) 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.